Event description:
Baxter (B)(4) field service technician serviced a colleague device for failure code 500:320. It is unknown when this condition occurred. During a review of the pump's event history by baxter (B)(4) personnel on (B)(6) 2010 it was found that the reported condition caused an interruption of delivery. The user interface module master software version is 5.08.92, which is categorized as remediated. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was evaluated on-site at the customer facility. The failure code 500:320 was caused by a damaged main keypad. The main keypad was replaced to correct this condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). There is no service record prior to this event of the device being serviced for the reported problem. (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated and serviced onsite at the facility by a baxter field service technician. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.